Event description:
It was reported by the sales rep that during a low anterior resection procedure the surgeon was using hand assistance with a dextrus device. The surgeon was working with a first assistant rnfa. The rnfa was holding the housing and the anvil; they attached it to the bowel and went back in laparoscopically and hooked up the anvil; closed the device clockwise. They checked the orange line and it was in the green gap setting scale. She did have difficulty closing the device; the rnfa fired the stapler for the surgeon. She had struggled with the firing and did not hear the crunch. The surgeon attempted to assist in the firing completion and it would not fire any further. The stapler was in the distal rectum and the anvil was outside of the bowel, when they observed the anastomosis it was open and it did cut but partially stapled. The staples were malformed. They then over sewed the distal line of the transection laparoscopically and converted to an open procedure to extend the incision 4 1/2 centimeters. The surgeon then did an additional anastomosis and completed the procedure. The patient was stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer. Blemished requested the following information, but to date, no more information has been received.